Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced blurred vision and double vision. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was stated to be, "mechanical complication of iol". According to the additional information received, the lens was replaced with a non-company lens. The patient's issues were resolved after lens replacement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The completed questionnaire indicated that the explanted lens was not available for return. The initial report description indicated that the lens explanted due to blurred vision/double vision. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that the company vivity 21.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal of the same diopter. This information that a vivity extended depth of focus (edof) lens was exchanged for a monofocal lens would suggest that a monofocal style replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).